Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Due to characterization limit e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic "balloon" pump(iabp) stopped counterpulsating during use and replaced it with another device in time. No harm or injury to the patient was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields b4 g3 g6 h1 h2 h6 type of investigation findings component codes investigation conclusions h11. A getinge field service engineer fse was dispatched to evaluate the unit the fse did not provide cause of the malfunction and the customer stated they are unable to provide a service report no parts were replaced and functional safety checks were performed as per factory specifications.